Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00263: screw 1; 3025141-2019-00265: screw 3; 3025141-2019-00266: screw 4.

Event description:
The 3.5mm syndesmosis screws that have been implanted break post op and have to be explanted. This has occurred several times.